Manufacturer narrative:
Upon visual inspection, the tip of the device was observed to be fractured. The fracture is located between the first thread and second thread from the of the distal end. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From es2 surgical technique: with dilator 2 in place, prepare the pedicle by placing the cannulated modular awl with selected handle over the k-wire or y-wire and insert into the pedicle with a twisting motion . Do not pinch the bifurcated tip of the y-wire with the distal tip of the awl . Hold the k-wire in position when removing the awl . Apply downward pressure to the y-wire when removing the awl to prevent unintentional removal . If necessary, use the cannulation of the slap hammer to impact the awl. The cannulated modular taps with selected handle are used to further prepare the screw pathway . The taps are designed to be used with either dilator 2 for taps 4 .5mm-7 .5mm in diameter or the tap sleeve for taps 4 .5mm-8 .5mm in diameter . The taps are laser etched with 5mm increments to help indicate the depth of the tap within the pedicle as well as to help determine proper screw length . Note: it is recommended that the awl is used to create a pilot hole prior to tapping. It is likely that the device fractured due to repeated use and excessive loading applied to the tip, as an awl was not used prior to tapping.

Event description:
It was reported that an es2 cannulated modular tap tip was found fractured during intra-op inspection. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.